Manufacturer narrative:
This report is submitted on march 24, 2020.

Event description:
Per the clinic, the patient experienced recurrent inflammation and infections at the abutment site. The infection has been previously treated with antibiotics (type unknown). The abutment was removed and skin was excised on (B)(6) 2019. The device was explanted on (B)(6) 2020 under a general anaesthetic.